Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) in less than 4 years. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6935 implantable tachy lead (B)(6) 2009, d224trk implantable cardioverter defibrillator (B)(6)2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.